Event description:
It was reported that the programmer console was not working, that an error code was displayed which was unable to be cleared even with a reboot or a power cycle. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that an error was displayed that was unable to be cleared, it noted that the programmer had an extremely long boot cycle and then booted to a system error. The software was reloaded to repair. It was also noted that the media bay door was broken and it was replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.